Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: 35v supply failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the customer's allegation was confirmed. The se reported that the following errors occurred in the repair center, and occurrence records of these errors were also confirmed in the event log: diagnostic codes 1104, 1117, 1118, 1127, 111b and 111d. Due to the error codes observed, the issue is considered an overvoltage protection (ovp) circuit failure, instead of a 35 volt supply failure. It was determined by the se, that the motor controller board would need to be replaced to resolve the issue. A quote was provided to the customer. The investigation is ongoing.

Manufacturer narrative:
The device was serviced, and the service engineer (se) confirmed that the alarms (1104, 1117, 1118, 1127, 111b and 111d) had occurred at the service center. The se also confirmed that the alarms were recorded in the event log. The se then reported that the motor control board was replaced to resolve the issue. No other abnormalities were found.